Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having pain where the wires were in their back and they also felt burning- the ins was burning inside them. These issues were noticed before the patient was pregnant. It had been over a year and they couldn't have the system taken out because they were pregnant. No further complications reported.